Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user discovered a crack in their ilet screen while at work. The user did not know when or how the damage occurred. The user stated they did not have backup insulin therapy available. A replacement ilet was arranged. No blood glucose impact or injury was reported.